Event description:
It was reported that the patient had unilateral stimulation for et (essential tremor). The patient had an altercation with police and was thrown to ground on left side which is where ins was. It was unknown if the patient was tazered. Interrogation showed 0v, 60pw, 185rate and no lead configuration was programmed. No por (power on reset) or any other messages/codes were noted. The patient was an auto mechanic. Questioned whether the patient could identify when return of symptoms occurred and whether it could be related to an event but the patient was a poor historian and not able to do so. Impedances were fine. Reprogrammed successfully back to c+1-2- . In later reporting it was noted that the patient was being seen in the clinic on 2012-(B)(6) due to not having tremor relief. It was noted that although the patient's device was reprogrammed on 2012-(B)(6), the patient had not had any tremor relief since then. The patient was seen again on (B)(6), 2012 because he still wasn't getting any benefit and he was programmed though this was at another clinic and they didn't have any information about that session. On 2012-(B)(6) the patient's programming was changed to settings with no active electrodes, at 0v, 60us and 180hz. The patient had not had any remarkable emi (electromagnetic interference) exposures. Time and date of ins showed normal - no reset of date showing. The patient was interrogated once so far with 8840 (last session date showing (B)(6)). Diary information since last session on (B)(6) indicated 100% use of stim. Per diary days, no stim usage in (B)(6) (days all white) except starting (B)(6) thru today, it was showing stimulation being on. However, the patient indicated he was not getting therapy relief when he came to the clinic on 2012-(B)(6). The patient had not used the patient programmer at all so it was unknown if any notifications would be showing on the patient programmer. No por's (power on reset) showed on programmer observations. Battery level showed 3.0 on home screen and 3.005 under bat level (about device). Electrode impedance showed normal range. The patient had always had just 1 group programmed with 1 program, no interleaving. The patient's therapy was programmed again and he was getting tremor relief (c+1-2-, about 3v, 90us, 180hz). Initially a 509 error was suspected, but it appeared unlikely given the scenario. No insr available for possible prm (physician mode recharge ). The patient was still getting benefit and responding to therapy when the reporting ended. Therapy impedance showed 819 ohms. The reporter was asked to create a file so ins functioning could be confirmed. However, they reinterrogated the ins in order to do this so inttrace was lost from initial session. If additional information is received, a follow up report will be sent.

Event description:
The manufacturer's representative met with the patient on 2012 (B)(6); all programming was in place and the patient was getting good therapy benefit. Programmer showed 100% stim use since last programming session. The manufacturer's representative planned to continue to follow the patient.

Event description:
Additional information received noted that cause of issue was landing hard on left shoulder. The patient also hit head during fall. It could not be determined if the patient was tasered as the patient blacked out for a time after fall. The patient saw healthcare provder on (B)(6), manufacturer's representative was not present. Manufacturer's representative met with health care provider this weekend and discussed case. The first time manufacturer's representative saw the patient stim was on but no settings; it had now been 3-4 weeks since that time. Regarding further diagnostics performed on the patient's device it was noted that they interrogated device with the patient programmer- no error codes; interrogated with physician programmer and was ok, stim ok, no issues. No malfunction were seen and the device was working at 100%. The patient was receiving adequate therapy. No interventions performed or planned. Pt status/outcome was good, fine. The patient was getting good therapeutic effect as of (B)(6) and still was at (B)(6) appointment.

Manufacturer narrative:
Lead model # 3387s-40 lot # v711631 implanted 2011-(B)(4) explanted unknown; extension model # 37085-60 lot # nkn017461v; prog rammer model # 37642 lot # njz111667n.

Event description:
Additional information received noted that the diagnostic data on the 8870 card didn't indicate any issues with the patient's ins. Specifically, it was checked whether any of the eeprom memory corruption statuses were set. They weren't, so everything looked good. While there was nothing remarkable found on the file that was sent in for analysis, it was noted that the file was created upon the 2nd interrogation of the ins after the issue had been addressed.